Manufacturer narrative:
The returned device was evaluated and the pink slide insert was not seen in the viewing window and the linkage assembly was seen in the deployed state. The catch beam was found to be incorrectly installed which caused the slide retract to not be caught by the catch beam when the needle mechanism deployed. This led to the cannula retracting after needle deployment, which affected insulin delivery. The fluid path was tested, and an occlusion was found in the formed needle which prevented fluid from passing through fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 1 and 4 hours on the arm. As treatment, a new pod was placed.